Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in bent and stretched position. Visual inspection found dried blood around the helix. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to removal difficulty as it was implanted at first, but exhibited low thresholds, and as it was tried to be repositioned, the helix retracted with difficulty after multiple turns, greater than 50 turns. The lead was then removed from the body and a same model lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5: modified . B6: changed medical device problem code. This lead was returned to our post market quality assurance laboratory with the helix mechanism in bent and stretched position. Visual inspection found dried blood around the helix. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to removal difficulty as it was implanted at first, but exhibited high thresholds, and as it was tried to be repositioned, the helix retracted with difficulty after multiple turns, greater than 50 turns. The lead was then removed from the body and a same model lead was implanted successfully. No additional adverse patient effects were reported.